Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (unknown concentration and dose) via an implantable pump. The indications for use were unknown. It was reported that the patient came into the hospital and it was determined that they had an infection in the pump pocket. The entire system was explanted. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting performed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n248457002); product type: 0184-catheter; implant date (B)(6) 2010; explant date (B)(6) 2024 brand name ; product ID 8578 (lot: hg17bzr04); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.